Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient visited the hospital and was sent home without hospitalization with unspecified antibiotics (doses, routes and frequencies were not reported) as treatment for the peritonitis. Treatment was ongoing. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was provided because the patient declined to provide additional information.